Event description:
Caller reported a cartridge alarm 20 occurring during the load process, with no adverse impact to the customer¿s blood glucose level. Customer waited as instructed during the load process and had previously reported similar issues with the pump. Tandem technical support decided to replace the pump as it was under warranty, expiring on november 30, 2027. Customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted. Technical support advised the customer that the replacement pump would have the most up-to-date software and provided instructions for returning the problematic pump. The customer acknowledged all instructions and did not require a signature for the delivery of the replacement pump.